Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer -the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Access was obtained through the right femoral artery. The 70% stenosed, concentric, anastomotic lesion being treated was located in the non-tortuous, non-calcified lesion was located in the saphenous vein graft (svg) to the left anterior descending (lad). The lesion was predilated with a 2.0x15mm apex balloon, inflated twice to 13atms for 30 seconds. The physician implanted a 2.25x20 taxis liberte atom stent, inflated to 11atms for 15 seconds. Post dilatation was performed with a 2.5x8mm quantum maverick balloon, inflated to 7atms for 15 seconds. Medications given included: integrilin and lovenox. Plavix was prescribed. No patient complications were reported and the patient's status is stable. Two days post the initial stenting procedure, the patient presented with chest pain and was transferred to another hospital. Thrombosis was diagnosed and unspecified treatment was performed. The patient's status is fine.